Manufacturer narrative:
The chroma-line brand taka xl suction tube subject of the reported event is being returned for evaluation. Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch report (mw5166451) that during a patient procedure their taka suction tube broke. All pieces of the device were retrieved. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. The evaluation determined that excessive force was applied to the device by user facility personnel. The employee applied excessive force at the connection of the tube and handle, subsequently causing the reported event. The taka suction tube instructions for use states, "avoid mechanical shock or overstressing the devices. Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." A steris account manager performed in-service training on the proper use and operation of the taka suction tube, specifically on the importance of not bending or applying excessive force while in use. No additional issues have been reported.